Event description:
It was reported that the mask communication unit cause a 60 minutes delay because it stopped working in the middle of a procedure. No adverse event was associated with the device; no clinical significance was attributed to the 60 minute delay.

Manufacturer narrative:
Based on the investigation results it was evident that several pins of the communication unit were broken/stuck.

Event description:
It was reported that the mask communication unit cause a 60 minutes delay because it stopped working in the middle of a procedure. No adverse event was associated with the device; no clinical significance was attributed to the 60 minute delay.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted when the received and evaluated.